Manufacturer narrative:
Initial and final MDR 1909052 - MDR 3003442380-2024-14022 - device 3 of 3.

Event description:
Unomedical reference number. Event occurred in the united states. It was reported that patient faced 3 infusions set leakage at insertion site event on 29-april-2024. Infusion set has been used for 1 day. The blood glucose level was high. Therefore, patient was treated with IV bolus. Customer replaced infusion set and resumed insulin successfully. No further information available.